Event description:
Information was received that during use of this smiths medical cadd legacy pump, the pump exhibited high pressure alarm after one hour of a new cassettes inserted. It was reported that the patient inspected the tubing but could not locate any kinks. Reported that the patient called, and the nurse advise to switched to back up pump. Infusion is life-sustaining. No patient consequences were reported. No adverse effects were reported.